Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 338 mg/dl and 105 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.